Manufacturer narrative:
(B)(4). The device was returned for analysis. The unit returned has wire kinked, as part of overall visual revision. The device has a couple of kinks, one on its distal section, approximately around 283cm from its proximal end. The second kink is located on its spring tip. The device also shows some damage on the welding near the spring tip. Another failure found during the analysis was some damage on the welding near the spring tip, this could have happened when the burr came into contact with this part of the tip producing the damages observed. As mentioned on the dfu this is a care the user must have to avoid complications during the procedure. Dimensional inspection of the device revealed that the overall length, outer diameters of the distal tip, middle and proximal section of the device are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip." (B)(4).

Event description:
Reportable based on device analysis completed on 26-jun-2018. It was reported that the rotawire became kinked. A rotawire¿ was selected for use. During ablation, it was noted that the rotawire became kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that there was a damage on the welding near the spring tip.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07200 for the related burr complaint.